Event description:
It was reported that this right ventricular (rv) defibrillation lead was explanted due to high out of range pace impedance measurements greater than 2,500 ohms. Subsequently, a new lead different model was successfully implanted. No additional adverse patient effects were reported. The lead has not been received for analysis. This report will be updated should the product be received and analysis completed.